Event description:
During set-up the perfusionist found that the blood outlet port of the venous reservoir bag was not connected / bonded to the inlet tube. The bag was not used.

Manufacturer narrative:
Inspection of the connector revealed that the uv curable urethane adhesive used to secure the port in the inlet tube to the reservoir had not been cured. This was an assembly error. The production specialist responsible for this error were retrained.